Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent stent vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent stent vascular stent products are identified. A photo review is being performed. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged restenosis was identified in the left sfa lesion approximately two year post vascular stent implant. Reportedly, no medical intervention was performed; however, the patient was placed on observation. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: x-ray images from the day of initial stent placement were evaluated. The images showed the vessel anatomy of the left leg prior to stent placement, the placed stents and various balloon dilations. Prior to stent placement there was a significant stenosis (95% based on study report) in the distal sfa. The lesion was predilated and a stent was placed in that area. Based on the x.-rays the stent expanded adequately and was successfully post-dilated. Based on angiographic documentation, flow through the target vessel was restored. No additional x-ray images were provided. Based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation was closed with inconclusive results. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with the product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore the IFU closely describes the stent placement by stating: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...). Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. With distal end of the stent apposing the vessel wall, final deployment can be continued with the following methods. (...) Thumbwheel, (...) Fast track deployment lever, (...) Rapid deployment ring. The IFU also mentions balloon pre and post dilation: "if the physician deems that predilation is required, standard techniques may be used."; "if additional stent-to-vessel apposition is desired, select a balloon catheter that matches the size of the reference vessel, but that is not larger than the stent diameter itself." (B)(4).

Event description:
It was reported that an alleged restenosis was identified in the left sfa lesion approximately two year post vascular stent implant. Reportedly, no medical intervention was performed; however, the patient was placed on observation. There was no reported patient injury.